Event description:
The problem is with baxter product #5c4466p. They didn't inform us of any recall and it resulted in my husbands death in 4 months. These caps were ineffective and caused him to get the klebsiella pneumonia infection. A recall such as this should have to be registered mail. We got a letter after they knew he was in the hospital and very sick. At that time baxter called with lots of questions. His death came at the early age of (B)(6), and once he got that infection, it was in and out of the hospital. The first being in (B)(6) 2015. We never got a warning from baxter until (B)(6) 2015. My husband passed away (B)(6) 2015 and it has taken me this long to sit down with their letter and inform you of their problems. Dated today's date 01/22/2016. Thank you for the time to express my grief and pain with the lack of information this company shows it's patients.